Event description:
It was reported that the right ventricle lead exhibited noise. No intervention was performed. Patient was stable.

Event description:
New information notes that the noise was not reproducible in-clinic. Programming changes were made on the device. Patient was asymptomatic